Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing noise recorded as high ventricular rate (hvr) episodes, and the patient¿s right atrial (ra) lead exhibited a high capture threshold. The physician elected to explant both leads and replace them with new leads. Fluoroscopy imaging was performed during surgery, and no evidence of dislodgment or damage to the ra or rv leads was noted. The patient¿s condition remained stable.